Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned a review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.

Event description:
During an orif humerus fracture, the surgeon implanted a screw into a plate and realized the screw was too long for implantation. The surgeon attempted to remove the implanted screw from the plate with the stardrive screwdriver. The screw head became stripped and the screwdriver incurred rounded corners rendering it useless. The surgeon then used an extractor to remove the suspect screw. The extractor tip broke during the attempted removal. Subsequently, the surgeon utilized a saw to cut the screw head in order to remove the plate. The screw remained locked to the plate after removal. Surgeon implanted replacement hardware. Additional 35 minutes were added to the procedure. All parts and fragments were reportedly retrieved from operative site. This is # 4 of 4 reports submitted on this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Part received with extensive scratches/gouges on the top, side, and bottom of the plate concentrated around hole f. There were other, more minor, surface scratches noted on the part that would not have been acceptable located over the remaining surface area. This investigation will only be an evaluation of the plate, as the screws are manufactured at another facility. Additionally, hole f was not evaluated in this investigation as a screw is still locked in this hole. Holes surrounding this hole, utilizing the same gage, were evaluated in lieu of hole f. All holes, features checked met specifications at time of product release.